Event description:
I don't know the long range affect of side affects. Headaches, nausea for the past month (B)(6) 2021 through (B)(6) 2021- had stopped using for a week because of being notified of recall and because of nausea headache symptoms. Resumed using machine after symptoms went away. Still don't know long range affect.